Event description:
The clinician reports, that the implant was inserted (B)(6) 2002 in ada 21 of the patient's mouth. Details of surgery are reported as follows: implant surface was not completely covered with bone. On (B)(6) 2019, fracture of the implant was verified. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.